Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was retuned in one piece measuring 52.0 cm. Visual, x-ray, and electrical testing revealed no anomalies.

Event description:
It was reported that the right atrial lead had dislodged and was revised and explanted. There were no known patient consequences.